Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The coronary diagnostic procedure was completed the tso was partially functional, with certain buttons proving difficult to press. A philips field service engineer (fse) inspected the system on-site and found that, due to normal wear and tear over an extended period, the button covers had broken, rendering some buttons difficult to press and development of cracks. The philips engineer replaced the geometry module and returned to philips for further analysis. The analysis confirmed malfunction and identified physical damage to the module, including issues with the emergency stop and a damaged elastomer which exposed the main circuit board. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario in which the imaging functionality remains operational, despite irregularities within the geometry module, thereby enabling the completion of the procedure using the same system, is unlikely to result in or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system's table side operating module was broken, which can impact geometry or imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.